Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reoperation is not scheduled at this time.

Event description:
A healthcare professional reported the event of ¿implantation of expired and use of voluntarily recalled product." This is for the left side. Device remains implanted.